Manufacturer narrative:
There is more information on the device evaluation. Correction for other value of g2. This supplemental report is being submitted to provide this information. Please see the updates in sections: g2, g3, g6, h2, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause of the cable unit failure could not be determined.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, g3, g6, h2, h6, and h10. Event occurred before procedure.

Manufacturer narrative:
The requested data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). The device is returned and an evaluation completed for it. Upon inspection and testing, the reported image failure with horizontal stripes for image was not observed. However, the image was noted to be noisy when the connecting cable was moved. The faulty cable needs replacing. Additionally, the optics mount was found to have a crack and the when rotating the image the image section wanders, though within the tolerance limits. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, the device image failed and horizontal stripes were observed. There is no reported harm to any patient.